Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: an unspecified readings issue with the adc was also reported. The customer reports that 6 of their 9 sensors had reading discrepancies more than 20% compared to a competitor brand meter. The reading variances as high as 87%. The customer cross checked all 9 sensors against the adc recall and confirmed that their sensors are not impacted. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is 3 of 6 MDR submission as mw5184754 is associated with medwatch# mw5184752, mw5184753, mw5184755, mw5184756, and mw5184757.